Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the therapy stopped working and patient noticed a gradual return of symptoms which started about a couple months ago; however, the patient confirmed year. The patient said they saw a manufacturer representative (rep) on may 1st and they couldn't get it to work. The rep would notify the healthcare provider (hcp). The patient was having unrelated surgery on june 24th and patient would like to have the interstim device replaced at the same time. The patient checked with managing hcp; however, the hcp didn't have privileges at that hospital so patient was looking for a different urologist that could perform surgery on same day/time as other procedure. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned unrelated medical history. This included patient said has amputated limb on same side as implant and was having surgery to correct an issue related to the amputated area. Additional information was received from the hcp. Asked to clarify the statement the device was not working, they stated impedance issues. They stated it was unknown if this was caused by normal battery depletion. They stated what most likely caused this issue was multiple prior surgeries. They stated a replacement is planned, the issue had not been resolved but no further will be taken. Additional information was received from a healthcare professional (hcp). The hcp clarified that the impedance issues were that the impedances were out of range. The replacement has not yet been performed and they are unsure when itwill happen.